Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core sumex drill was sent for evaluation due to overheating during testing conducted by the manufacturer sales rep. There was no pt involvement; no adverse event was associated with the device.